Event description:
During the catheter insertion procedure, the cuff came off the catheter and was retained. It was removed uneventfully. A second catheter was inserted and there were no pt complications.